Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer did not perform the air removal step of the load sequence correctly. Tandem technical support educated the customer on proper load techniques. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 70 mg/dl.